Manufacturer narrative:
The event occurred on an unspecified date "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 31, 2020 - february 3, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.